Manufacturer narrative:
Additional information was received on 17-jun-2025. The physician¿s opinion on the cause of this adverse event was procedure related. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization, since it¿s an outpatient clinic. Hence, the patient went home on the same day. However, the patient came back on the next day for a planned follow-up check. The procedural act was >300 seconds. No catheter exchanges or transseptal punctures occurred during the procedure. Prior to noting the CT, ablation was performed. No evidence of steam pop. The event occurred during ablation phase. The flow settings were high flow - 0 ¿ 30 w: 8ml/min, - 30+ w:15ml/min, - pre-abl: 2sec, - post-abl: 0sec, and low flow: 2ml/min. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No error messages. Only high force warnings during the procedure. The device evaluation was completed on 30-jun-2025. It was reported that a patient underwent a ventricular extrasystoles (ves) idiopathic ventricular tachycardia - right (r-idvt) procedure with a thermocool smarttouch sf catheter and the patient experienced increase heart rate, decrease blood pressure, pericardial effusion treated with pericardiocentesis and removal of 180ml of blood. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 17-jun-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that no damage or anomalies were observed. The device features were reviewed, and no temperature, impedance, force, magnetic or irrigation issues were observed; however, the deflection feature failed due to the puller wire being broken in the handle area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue is unrelated to the reported event; therefore, the adverse event and force issue reported could not be confirmed, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of the adverse event is the procedure. The potential cause of the puller wire broken could not be established conclusively. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿high force warnings¿ and adverse event issues. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the biosense webster inc. Analysis finding of the ¿puller wire being broken in the handle area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 09-jul-2025, noted corrections to the 3500a follow-up #1. Should have processed a5. Ethnicity and a6. Race. In addition, the generator and pump product information was provided as concomitant products. Therefore, should have updated d10. Concomitant medical products and therapy dates. Hence, processed these fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular extrasystoles (ves) idiopathic ventricular tachycardia - right (r-idvt) procedure with a thermocool smarttouch sf catheter and the patient experienced increase heart rate, decrease blood pressure, pericardial effusion treated with pericardiocentesis and removal of 180ml of blood. Straightforward procedure for ves ablation. The physician ablated from the right and left ventricle. During the waiting time after the procedure, an increase of the heart rate and a decrease of the blood pressure was noted. Transesophageal echocardiogram (tee) was performed to investigate the incidence. Pericardial effusion was diagnosed. Protamine was administered and transthoracic puncture was performed to drain the epicardial space. 180ml of blood were drained. The patient stabilized. The ves came back, and the physician decided to further ablate. The patient stabilized after the procedure, was under close observation, but probably will not have any long-term adverse effects. No errors on carto. However, the patient was coughing heavily before and between ablations. A few times of high force on the catheter. The perforation probably happened because of the coughing, which caused the catheter to touch the heart wall hard, ending up in high force. Surgery was delayed due to the reported event for 20 minutes. The procedure was successfully completed. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).